Event description:
Follow up information received from the healthcare professional (hcp) reported that an x-ray was taken and the issue was discussed with the manufacturer¿s representative as part of the diagnostics for the event. The representative met with the patient to interrogate the ins. The cause of the issue was noted as the ins was ¿not working¿. It was also reported that the ins working its way to the skin causing pain/discomfort was not resolved. On (B)(6) 2016 information was received that reported that the healthcare professional (hcp) wanted the representative to come on site to interrogate the ins to see if it was still functional as it was currently not working.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the patient¿s implant had worked its way to the superficial surface of the patient¿s skin. The implantable neurostimulator (ins) was causing pain and discomfort for the patient. These issues had been going on for about 2 weeks prior to the report. They had issues with laying on their back and the activities of daily living were difficult for the patient. The ins had not broken through the patient¿s skin. The patient had not recharged their inssince 2011. However, manufacturer records did not indicate the patient having a rechargeable device. The patient was in a nursing home at the time of the report and had a doctor¿s appointment scheduled for 2016-jul-26 to assess the device. Nothing had been done in terms of troubleshooting, determination of cause, or actions or interventions at the time of the report. It was noted that the device may be removed depending on the doctor¿s assessment. The patient was implanted for postlaminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.